Event description:
Physician was performing laparoscopic radical prostatectomy with robotic assistance when during the procedure, a fault occurred with one of the instrument arms. Despite several attempts at restarting the system and with telephone contact to the company, the system fault could not be overridden and the procedure could not go further in its current status. The robot was then moved away from the patient and the procedure was converted to an open radical prostatectomy. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition. The patient's expected outcome changed with the failure of the robotic assisted surgery, as patient went from a minimally invasive procedure to a more invasive one (open). Analysis of the device identified a "3rd arm fault." Error code 25504 was identified, which basically indicated there was a "mismatch" code, meaning that there is a problem with the arm lining up perfectly. Mismatch can occur for a variety of reasons, from part failure to a dirty sensor. It was determined that the psm (patient-side manipulator) was suspect. The service representative ordered and installed a new psm; tested system, system passed all tests. The removed part was sent to the home office for analysis.